Event description:
The customer reported the rinse block leaked fluid during manual mode operation involving coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. Erroneous results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident.

Manufacturer narrative:
The field service engineer (fse) discussed the incident with the customer via the telephone and instructed the customer to adjust the rinse block while checking the blood sampling valve (bsv). The customer adjusted the rinse block and note it moved smoothly and did not leak. The unit was in operation.